Manufacturer narrative:
Investigation summary: confirmed customers stated motor service due, upstream occlusion sensor seal damaged, detached dso (downstream occlusion) seal, air sensor slightly loose, scratched lens, damaged battery door. During visual inspection found detached dso seal, the air sensor slightly loose, heavy scratched on the lens, and cracked battery door. Updated software. Performed dso/uso (upstream occlusion) sensor calibration. Replaced the dso seal, uso seal, checked the air sensor, battery door, lens, and battery door. Performed pvt (performance verification testing), unit passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the motor service was due, the upstream occlusion sensor seal was damaged, there was a detached dso (downstream occlusion) seal, and the air sensor slightly loose. There was no patient involvement, and no patient harm/adverse event reported.